Manufacturer narrative:
E1: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced an event where the needle was stuck inside the body. The event occured during needle removal on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007859, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007859 was manufactured according to the work instruction (wi) version 18 and packaging in the machine multivac 14 on 02-jul-2024, with a total of (B)(4) units. Review of the DHR showed that a corrective and preventive action (CAPA)1874528 was opened. This CAPA is not related to claimed malfunction. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no CAPA related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.